Manufacturer narrative:
Corrected information has been provided in b1(is product problem). Upon review, it was identified that the information was inadvertently not submitted in the initial report.

Event description:
The complainant reported a patient was implanted with an impella cp for mechanical circulatory support. During support, the patient experienced hemolysis. The resolution for this issue is unknown. Additionally, the patient experienced respitory arrest due to over sedation resulting in intubation. The patient was shocked twice due to ventricular tachycardia during intubation. The pump was successfully weaned and explanted.

Manufacturer narrative:
Investigation summary: data review: data logs showed pump ran without issue during support. There were suction alarms triggered in early of the case but resolved quickly. There were no mc spikes, abnormal ps or purge issues observed during support. Product was not returned for review. Mechanical interaction with blood: the cause of mechanical interaction with blood was unable to be determined as limited clinical details were provided and no product was returned for review. Ventricular tachycardia/cardiac arrest: in order to make a cause determination, all of the clinical details outlined in es2023-0158 would have to be provided. The root cause of the injury was unable to be determined due to insufficient clinical details. Device history lot: device lot #: 1977172. Device history batch: subcomponent lot#: n/a. Device history review: pump sn: (B)(6) passed all post sterile inspection checks.